Manufacturer narrative:
On (B)(6)2019, the mentor failure analysis lab received the device for evaluation. On (B)(6)2019, mentor received additional information about the event. The patient had both breast prostheses removed and there were replaced with a mentor memorygel breast implant 535cc gel breast prosthesis and a mentor memorygel breast implant 490cc gel breast prosthesis. On (B)(6)2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported the patient experienced rupture of the breast prosthesis and breast pain. During evaluation of the device, it was observed to be ruptured and it was received in three parts. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The second product received is a concomitant device, no further analysis is required. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/03/2019, mentor received additional information about the event. The patient developed capsular contracture (baker grade iii) in her left breast. On 10/11/2019, mentor completed a second investigation on the suspect medical device because new information was received about capsular contracture. Device evaluation summary: according to the information reported, the patient experienced a rupture and capsular contracture. During evaluation of the device, it was observed to be ruptured and received in three parts. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The second product received is a concomitant device, no further analysis is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast pain, left breast prosthesis rupture. Concomitant products: mentor memorygel breast implant 400 cc gel breast prosthesis, catalog #3504004bc, serial # (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a mentor memorygel breast implant 400 cc primary breast augmentation procedure developed pain in her left breast. The patient later had an ultrasound performed that confirmed left breast prosthesis rupture. As a result, the patient is scheduled to undergo explantation in (B)(6) 2019.

Manufacturer narrative:
On 08/12/2019, mentor received additional information about the event. The explantation date was initially reported to be (B)(6) 2019. New information states that the patient will undergo explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).